Event description:
Low flows on the lvad pointing towards worsening lvad thombosis with biv failure and worsening hemolysis.primary cod: withdrawal of support, specify.death due to device malfunction: "unknown" (hence box b2 "death" being unchecked).death date: (B)(6) 2014.